Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mechanical separator is missing with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred with 600 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: inside some racks you can see tubes without the presence of the mechanical separator (elastomer).

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing separator with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and missing separator was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the mechanical separator is missing with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred with 600 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from italian to english: inside some racks you can see tubes without the presence of the mechanical separator (elastomer).